Manufacturer narrative:
The used valve was returned with delivery system, loader assembly and sheath. The crimped valve was partially located on the proximal end of the inflation balloon. The returned devices were visually inspected for any abnormalities and the following observations were made:  multiple struts were slightly bent inward and outward at inflow side. All the struts exposed through the skirt as the valve was crimped and used. One (1) strut was crooked at the outflow side. Observed gouges on flex tip.  Post-expanded valve:  all the struts remained exposed through the skirt. No bent struts were observed as expansion corrected bending. The leaflets were wrinkles and dehydrated due to the storage condition (prolonged crimping) during the return handling process. Frame was distorted/canted. No other abnormalities on valve. Imagery was provided by the complaint site and the following observations were made:  patient had moderately calcified and moderately tortuous access vessels. No functional or dimensional testing was able to be performed due to device return condition. A device history review (DHR) was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review did not reveal any other complaints related to the reported event. Although the complaint was confirmed, a complaint history review is not required as the issue has been previously identified in product risk assessment (pra) and corrective action preventative action (CAPA), which captures root cause analysis for the issue. Instructions for use (IFU), device preparation manual, and supplement procedural training manual were reviewed for instructions relating to the complaint. Precautions: safety and effectiveness have not been established for patients with the following characteristics/comorbidities: access characteristics that would preclude safe placement of the edwards sheath, such as severe obstructive calcification or severe tortuosity. Valve delivery: caution: for iliofemoral access, the valve should not be advanced through the sheath if the sheath tip is not past the bifurcation. Delivery system insertion through sheath: insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Note: in expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The complaint was confirmed based on the visual inspection of the returned device. No manufacturing non-conformances were identified during evaluation. A review of DHR, lot history and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿vessel tortuosity was mild to moderate, and the vessel calcification was mild to moderate. The insertion angle was fairly steep, the patient had a deep tissue tract.¿, and patient had moderately calcified and moderately tortuous access vessels per imagery review. The presence of tortuosity and calcification, along with a steep insertion angle, could create a challenging pathway for the delivery system and valve to advance through the sheath. This is further supported by the gouges seen on the delivery system flex tip. A puncture was observed at the strain relief or non-expansion of portion of sheath. It was likely due to the non-coaxial valve entering into the sheath at a steep insertion angle. To overcome the insertion angle and access vessel characteristics, further excessive force was likely applied. This excessive force could have led to valve struts punctured through the sheath and bending the valve struts. As such, available information suggests that patient factors (access vessel calcification/ tortuosity) and/or procedural factors (steep insertion angle/excessive device manipulation) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  A CAPA has been initiated to capture further investigation and corrective/ preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. However, per management discretion, pra has been initiated to assess patient risks associated with valve frame damaged during use for s3u with the commander delivery system and esheath configuration.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
There was no reported injury to the patient. As reported by field clinical specialist (fcs), the operator was unable to insert the 26mm sapien 3 (s3) ultra on 26 mm commander delivery system further than halfway through the non expansion portion of 14fr esheath. The delivery system, valve and sheath were removed without surgical intervention. A new 14fr esheath was inserted. A new 26 mm commander and new 26 mm s3 ultra were successfully inserted and deployed. The patient was sent to recovery in stable condition.   The minimum luminal diameter (mld) was greater than 6.5 mm, vessel tortuosity was mild to moderate, and the vessel calcification was mild to moderate. The insertion angle was fairly steep, the patient had a deep tissue tract. The vessel was not pre-dilated. Per pre-deco findings, the valve had multiple bent struts, some bent inward and some outward on inflow, with minor bent struts on outflow.